Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The cine bridge printed circuit board was replaced. The software needs to be upgraded. No additional service info is available.

Event description:
The customer reported that the 9900 system displayed an x-ray error message. No pt injury was reported.